Event description:
Reportedly, valve explanted due to stenosis and leaflets were hard as rock, patient was a young renal failure and heart failure patient. No further information available.

Manufacturer narrative:
Device not returned.